Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. A visual inspection of the device header and case noted no anomalies. All seal plugs are intact. All setscrews operate normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. An is-1 lead was fully inserted in the rv port, and the lead was extracted with no problems. Analysis did not identify any device characteristics that would have caused or contributed to the reported connection issues.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beep tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient also reported that there was a connection issue with their right ventricular (rv) lead, however, there was no previous information received indicating a connection issue. Data analysis showed the battery appeared to be depleting more quickly than expected. This ICD was explanted and replaced. The rv lead remains in service. No additional adverse patient effects were reported.